Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and a topical skin adhesive was used to close skin incisions. The patient developed erythema and itching around the 4 incisions. The patient was instructed to take generic zyrtec and benadryl without improvement. The patient was then prescribed a medrol dose pack, which patient is currently taking. The patient has been administered "skin glue" on a previous surgery without any adverse reaction. The patient is planning to see an allergist/immunologist. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos of the reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: ¿ your surgeon¿s name, email, phone number, address ¿ your signature ¿ please scan the signed form and email back to ethicon. This medwatch report is in response to receipt of maude event report mw5176964.